Manufacturer narrative:
Concomitant products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead, product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that the medtronic representative saw high impedance measurements "<(><<)>10,000" ohms on electrode 0. Electrode 0 was not in use. There were no patient symptoms reported. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.